Event description:
During an internal testing conducted by beckman coulter inc. (Bci) technical support employee, it was discovered that falsely results can be reported by the fc 500 instrument with cxp software version 2.2 under following condition: in cxp software version 2.2, a "live gate" feature was designed to remove of unwanted events, debris and reducing data set size. The software also enables a user to adjust the "live gate" for cell population drift during long acquisition times. It was discovered that if changes are made to a region used as a "live gate", either by the user manually, or automatically by the software, the data does not automatically refresh. As a result of this action, the generated result is a mixed set of data, one from the initial position of the gate and another from the new gate or deleted gate. Pt results were not generated in this event since the event was discovered in-house, and no pt samples were tested at the time. There was no affect to pt treatment as a result of this event.

Manufacturer narrative:
Per software developer, applied cytometry systems (acs/OEM manufacturer), the software is performing per design. It was specifically designed not to restart acquisition when changes are made to a "live gate" for the following reason: it enables the operator to adjust for cell population drift during a long acquisition times. However, the operator may not be aware of the mixed set of data created during this process and that a manual restart by the user is needed to correctly redisplay and recalculate the results. Treatment was not initiated or withheld in this event. On recur, if a pivotal assay will be tested, treatment could be affected. A malfunction was identified as the user documentation does not adequately characterize the use of the "live gate" feature.